Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system pendant displayed a "to calibrate motion, hold the m button. Press door icon to open door". Holding the m button resolved the issue and the site completed the procedure with the same imaging system. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. It was reported that home was invalidated by the user twice, prompting the calibration prompt. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Correction: review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Medtronic received information regarding an imaging device being used intra-operatively for a sacroiliac and thoracolumbar procedure. There was a reported delay to the procedure of less than 1-hour and no known impact on the patient outcome. It was reported that the site encountered a message on the image acquisition system (ias) pendant: "to calibrate motion, hold "m" button. Press door icon to open door."